Event description:
It was reported the guidewire became stuck in the catheter and could not be removed. The assembly was exchanged. There were no reported patient complications.

Manufacturer narrative:
Device was not returned to manufacturer.